Event description:
I had the essure coils put in on (B)(6) 2008. No problems until 2013. Since then, I have been diagnosed with syncope, vertigo, severe migraines that can occur coma like symptoms, seizures with no known cause, severe irritation and vision issues. There is occasional nausea and bloating.